Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged and pulled back into the superior vena cava (svc). Both leads exhibited a loss of capture and sensing due to dislodgement. It was noted that the patient experienced diaphragmatic stimulation of the right diaphragm. The revision of the ra and rv leads has been conducted and they remain in use. No further patient complications have been reported as a result of this event.